Event description:
Thermometers are in ourpatient care kits. These thermometers are not normally used to determine a patient's temperature while the patient is hospitalized. It has been determined by our purchasing department that the readout of these thermometers may not always be accurate.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, other. Results of evaluation: other. Conclusion: device was out of calibration. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.